Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. Additional information received stated that reason for replacement was for full body magnetic resonance imaging (MRI) capability. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.